Manufacturer narrative:
There was no button response due to corroded keypad traces. There was no button error alarms noted. The pump had detached end cap, broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners, lcd window, scratched lcd window case and missing end cap sticker.

Event description:
It was reported that the customer received button error on their insulin pump. The customer's blood glucose at the time was reported to be 48mg/dl. The customer treated the low with juice. It was reported that they received low reservoir alarm and button error. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.